Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved in this event for evaluation. However, the failure analysis has not yet been completed. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the yaw pulley. The instrument did not have any damage to the conductor wire. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected and there was no damage observed. The cable was broken in half with no thermal damage. No fragment fell into the patient and a backup instrument was used.